Manufacturer narrative:
The customer was advised to replace the AED's 9v lithium battery as prompted by the unit; it will not be returned for further evaluation. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that they have an employee who reported the indicator light (asi) is not flashing green.the 9-volt battery was replaced as indicated by a unit check and the green light is still not flashing. The reported event did not occur during patient use.